Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were returned separated from the needle. There were symptoms of difficult placement. Both anchors had suture wrapped, cinched and knotted around their bodies. This condition is not conducive to securing the anchor behind the tissue. It inhibits the deployment into a ¿t¿ position and encourages pull back the pierce when the suture is tightened. The delivery needle was extremely bent. This symptom aligns with inadvertent released of anchors when not intended. The device no longer cycled or actuated due to disfigurement. The depth limiter was attached and was adjusted. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the implants of the fast-fix 360 were simultaneously deployed. It is unknown if there was any delay or back-up device available. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.